Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A video was provided to livanova (B)(4) confirming the reported malfunction. The film was evaluated by livanova and the device was requested for further evaluation. However, the availability of the device is unknown. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a power button of the main pump of the s5 system could not be locked during a procedure. The customer was not able to turn on power to the pump after it was turned off. The power button was pressed several times and the functionality was restored. The customer observed the same issue for the other pumps of the system. There was no report of patient injury.